Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator "turned itself on/off. When attempting to turn back on, mrx was continually turning itself off. After several minutes, mrx eventually remained on." There was no adverse patient impact reported.